Manufacturer narrative:
Spouse; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller that when the patient placed the reader over the implanted device the patient pulled the reader away while performing a transmission because it felt like it was burning the patient¿s skin. When the patient was asked if the reader was hot to touch, the patient said it was like a match was lit next to her skin. The patient was referred to the clinic and the reader remains in use. No patient complications have been reported as a result of this event.